Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the reported issue. The unit was returned for failure analysis and the reported failure was replicated/confirmed. Reported problem error 31056 on surgeon side console.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side cart displayed an error 31056. No known impact or patient consequence was reported. Isi followed up with the reporter and obtained the following additional information: the issue was identified during procedure but, since it affected only the second console, the customer completed it. No patient harm or injury. No fragment fall into patient anatomy. The procedure was completed with da vinci without delay.